Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and released with no recaptures performed. The procedure was successfully completed without complication; there was no evidence of pericardial effusion post procedure. The patient was stable when transferred from the lab. While in the recovery room, the patient became hypotensive and has some chest discomfort. A pericardial effusion was noted via echocardiogram. A pericardiocentesis was performed to drain 500ml of blood and pressure improved. No residual pericardial effusion was seen via transthoracic echocardiogram post intervention. The patient was transferred to the ICU in stable condition. The drain was left in place overnight and removed the next day. The patient recovered well and was discharged home.